Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was not released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Correction to sra review previously reported as exposure to biohazardous, pathogenic or infectious material is "low." Correct sra statement should be, the sra indicates the risk associated with a quality problem with no impact on safety is "low."

Manufacturer narrative:
Method code: actual device not evaluated; result code: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, retains analysis, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Trending analysis for suspect positive bi by lot number involved was reviewed from 08/24/2015 to 11/06/2015 and no significant trend was observed. Thirty-two retain bis from the lot involved were subject to functional evaluation, of which all met specifications when used per instructions for use (IFU). The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "limited." The cyclsure® 24 bi was not returned; therefore, no visual analysis was performed. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification when used per IFU, DHR review found no anomalies that would contribute to the positive bi result, and lot history review found no significant trend in the lot involved. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed and the customer stated subsequent bis were negative for growth. A definitive assignable cause for the event could not be determined. The issue will continue to be tracked and trended.